Event description:
There was an allegation of a questionable high tina-quant hemoglobin a1cdx gen.3 assay result for one patient sample tested on a cobas pure c 303 analytical unit. The initial result was 11.9%. The repeat result was 5.7%. The test was repeated due to the initial result not matching the previous results of the patient.

Manufacturer narrative:
The reagent lot number was 839436. The expiration date was requested but not provided. Calibration and quality control data were acceptable. A review of the alarm data showed frequent and various alerts, including cell blank errors, abnormal aspiration from the sample probe, and too little volume of wash and cell wash solutions. The field service engineer (fse) was dispatched to inspect the instrument. He found that the rinse line was dripping and performed calibration and qc. No further issues were reported since the service visit. The investigation determined the issue was maintenance-related. The exact root cause could not be determined.